Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d10. Corrected data: h6 (type of investigation, component codes).

Manufacturer narrative:
(B)(6), an rn in the ccu, called into emergency support program line to request assistance with a gas loss alarm. He said the alarm had gone off around 2 am, 5 am, and 7am pst. (B)(6) stated they had checked the connections and there was no blood in the helium tubing. He had used the fill key to resolve the alarm per the help screen. (B)(6) confirmed there was no blood or discoloration in the helium tubing. Esp team reviewed the nature of this alarm and different clinical possibilities. The patient was febrile. Esp team reviewed the proper way to resolve this alarm any time it occurred: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. Esp team encouraged (B)(6) to call back should the alarm go off several times in an hour so esp team could troubleshoot it together. There was no patient harm or injury reported.

Event description:
(B)(6), an rn in the ccu, called into emergency support program line to request assistance with a gas loss alarm. He said the alarm had gone off around 2 am, 5 am, and 7am pst. (B)(6) stated they had checked the connections and there was no blood in the helium tubing. He had used the fill key to resolve the alarm per the help screen. (B)(6) confirmed there was no blood or discoloration in the helium tubing. Esp team reviewed the nature of this alarm and different clinical possibilities. The patient was febrile. Esp team reviewed the proper way to resolve this alarm any time it occurred: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. Esp team encouraged (B)(6) to call back should the alarm go off several times in an hour so esp team could troubleshoot it together. There was no patient harm or injury reported.